Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process for cosmetic issues. Upon evaluation of the device, the error logs showed an internal battery depleted error. The customer does not want any repairs done to the unit at this time.